Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and deployment initiated however the gripper line could not be removed. Troubleshooting was performed however still unsuccessful therefore the cds was removed from the anatomy. Forceps were used to pull on the gripper line when it was noted it started to stretch. The gripper line was able to be completely removed and the mr reduced to 2. The tricuspid valve was then treated. Three clips were implanted, reducing tr from 4 to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported physical resistance/sticking could not be replicated as the gripper line was returned outside the clip delivery system (cds) and the gripper line was returned coiled inside the packaging tray. The reported stretched gripper line was confirmed during the visual inspection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported physical resistance could not be determined in this complaint. The reported stretching appears to be due to procedural circumstances as the gripper started to stretch while attempting to remove it. The observed material separation (gripper line outside the cds), deformation due to compressive stress (actuator coupler) and scratched material (actuator coupler and l-lock tabs) are a result of procedural circumstances/ troubleshooting steps during the clip deployment sequence. There is no indication of product issue with respect to manufacture, design or labeling.